Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 4 failed to open despite reboot and recovery attempts. The customer stated that the malfunction occurred when a user tried to issue medication to the patient and caused a delay to patient care. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 23-jun-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that auxiliary drawer 4 was not detected on the bus and did not open despite reboot and recovery attempts. A field service engineer replaced the pyxibus module controller board, after which the drawer auto-recovered following reboot, and verified access through inventory with no failures. The system functioned as intended after the field service engineer repaired the device.